Event description:
The customer received a blood glucose reading of 112mg/dl on the contour next meter,was re-tested on the clinic's meter and the reading was approximately 70mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.control solution was sent to the customer.